Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician's tablet battery was depleting abnormally quickly. It was stated that the tablet was charged overnight and after the physician was finished with a programming session the tablets battery was depleted. The charger was not checked for troubleshooting but it was confirmed that the tablet had a full charge in the morning after charging all night. She stated that there was slight damage to the black bar where the stylist would be, it was pulled out but was still in tact. No additional relevant information has been received to date.

Event description:
The tablet was received for analysis on 09/28/2016. Product analysis for the tablet was completed and approved on 10/05/2016. No anomalies associated with the main battery were identified during the analysis. No external damage to the tablet was identified during the analysis. No further anomalies associated with the tablet performance were identified during the analysis.